Event description:
One touch profile meter was reported to be giving inaccurate high readings. At 8:11am, pt tested on meter with a result of 114 mg/dl. They took 14 units of nph insuin, had breakfast and went and outside to hunt. Around 10:30 am, fainted. Found lying down in the field. At 10:55 am, family member gave two doses of glucose. At 11:07 am, pt was tested on meter with a result of 380 mg/dl, a dr was called and tested the pt on the pt's meter with a result of 292 mg/dl. The pt's spouse checked the meter at the same time and received the result of 229 mg/dl. During troubleshooting, it was discovered that the blood application technique was incorrect. The check strip test and the control solution test, both passed on the meter. This case is reported because the pt suffered a serious injury due to use error.